Event description:
The customer states the device cannot load on the power supply, which could mean a failure to power up. There was no report of pt involvement.

Manufacturer narrative:
(B)(4): the customer states the device cannot load on the power supply, which could mean a failure to power up. There was no report of pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.